Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump ((B)(6)) and the controller ((B)(6)) were not returned for evaluation. Log file analysis revealed four (4) electrical fault alarms and three (3) high watt alarms were logged on (B)(6) 2021. The electrical fault alarms were logged between 13:02:32 and 13:44:27 due to an open phase on the rear stator, resulting in single stator operation. This likely triggered the subsequent high watt alarms between 13:03:25 and 13:44:39, due to the increased power consumption required to run on a single stator. Additionally, review of the event log file revealed several reactivation events logged between 13:02:28 and 13:44:31 on (B)(6) 2021, due to an open phase on the rear stator. Log file analysis also revealed a vad disconnect alarm was logged on (B)(6) 2021 at 08:16:41, indicating a physical disconnection of the driveline cable from the controller. When a vad disconnect alarm occurs, the controller will display a "vad stopped" message. As a result, the reported events were confirmed. A possible root cause of the vad disconnect alarm may be attributed, but not limited to a physical disconnection of the driveline from the controller. Based on the risk documentation and the available information, a possible root cause of the electrical fault alarms can be attributed, but not limited, to a marginal driveline connection or contamination by foreign material of the driveline connector. The most likely root cause of the high watt alarms can be attributed to the in creased power consumption required to run on a single stator. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420, catalog #: 1420, expiration date: 31-aug-2018, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-aug-2017, labeled for single use: no. (B)(4). Additional information has been requested regarding the patient weight, intervention, and initial reporter of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited a vad stop and the controller exhibited numerous electrical faults and high watt alarms. The vad and controller remains in use. No patient complications have been reported as a result of this event.